Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with the es server. A technical support specialist (tss) verified station required manual recovery and a retry later appeared. Then applied knowledge article manual recovery required - datasyncinvaliduploadchangetrackingvalue for 1.6.1 manual recovery but retry appeared later. So, applied knowledge article medes retry mode: insert into tx.transactionsession - dispensingdevicesnapshotkey and fixed the retry error. Then the tss started data synchronization service, verified retry was cleared, station was communicating and the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not communicating with the es server. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from another pharmacy. However, there were no adverse events or injuries reported based on this event.